Event description:
During an acl repair, surgeon was having trouble getting the screws to seat on the drivers. He was inserting one of the ar-1370b, 3/4 into the femur and it broke. Surgeon felt there was good fixation on the graft and did not remove the broken screw. Surgeon also had trouble seating an ar-1380b, but was able to use it in the tibia. Surgeon completed the case using a metal screw. A 45 minute delay was reported. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. The broken implant remains in the pt. The cause of the event can not be determined without evaluating the device. There are no other similar complaints for this part / lot number combination.